Manufacturer narrative:
Product analysis: the ibt returned had radial rupture of the balloon on the distal peak. This can be caused by the balloon coming in contact with bone splinters in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# ke152, 510k# k123771 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pre-operatively diagnosed with bone mets at l5 due to prostate cancer underwent kyphoplasty. Intra-op, balloon burst during inflation at low psi at level l5. A new kit was opened. Surgeon used a curette and bone tamp to ensure bone shards weren't an issue during inflation. The event might be due to sclerotic bone from prostate osteoblastic lesion but not sure. The procedure was completed successfully. The patient was not allergic to the contrast media. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.